Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while the pt was switching from power base unit (pbu) support to batteries, the black power cable of the system controller was connected to the batteries, and a power cable disconnect advisory alarm was active. The white power lead of the system controller was disconnected from the pbu and the pump reportedly stopped. The pt was successfully exchanged to new battery clips and no further issues were reported.

Manufacturer narrative:
The battery clips were returned to the MFR for evaluation and are currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.